Manufacturer narrative:
No product was returned; therefore, visual and functional test could not be performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the patient returned to the clinic for a pump refill but there was still a significant amount of medication left in the bag. When trying to prime, the bag was not emptying. No patient injury reported.